Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no pt involvement. The customer reported to have reseated the inspiratory module and unit passed all tests. Covidien was not authorized to service the device.